Event description:
This 19 year old had saline breast implants implanted 7/25/94 for a mild variant of poland's syndrome. She reports a sudden deflation of the left implant. Gross exam: the left implant weighs 74 gm. Slight pressure on the implant reveals no gross evidence of leakage of its contents.